Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. A photo of the device appeared to show the gencut catheter experienced an axial force large enough to kink and twist the catheter. We are unable to determine the cause of the pneumothorax. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient received a pneumothorax during a superdimension enb procedure. No medical intervention was required. The physician reported the gencut twisted and kinked and was unable to be pulled back into the catheter and scope. It had to be retracted as one whole unit.

Manufacturer narrative:
The device was returned on (B)(6) 2017 and evaluated. The evaluation showed kinks were observed on the catheter. The cause for the kinks could not be determined. If information is provided in the future, a supplemental report will be issued.